Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.

Event description:
It was reported that the resolution on the 2600 system does not meet the specifications. This was observed during a pm activity. There was no report of pt injury.